Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 146 mg/dl. Customer stated that no buttons have been pushed for 3 minutes. Customer was sleeping and then received a button error alarm. Customer was advised that the pump needs to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
The insulin pump received with button error alarm due to moisture damage on keypad traces. Unit received with cracked battery tube threads and reservoir tube lip.